Manufacturer narrative:
Device was used for treatment, not diagnosis. Tracey, r. Et al (2014). Outcomes of single-level cervical disc arthroplasty versus anterior cervical discectomy and fusion. Journal of clinical neuroscience, 21, 1905¿1908. This report is for an unknown prodisc-c system/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, tracey, r. Et al (2014). Outcomes of single-level cervical disc arthroplasty versus anterior cervical discectomy and fusion. Journal of clinical neuroscience, 21, 1905¿1908. The authors retrospectively reviewed all patients from a single military tertiary medical center between august 2008 to august 2012 who underwent single-level cervical disc arthroplasty (cda) or single-level anterior cervical discectomy and fusion (acdf) and compared their clinical outcomes and complications. In the cda group, the device of competitor was used in 94.7 percent of patients and the synthes device, prodisc-c system, in the remainder of the patients. A total of 259 consecutive patients were included in the study, 171 patients (134 males and 37 females with mean age 40.5 years) in the cda group with an average follow-up of 9.8 months and 88 patients (65 males and 23 females with mean age 47.5 years) in the acdf group with an average follow-up of 11.8 months. Data collection included patient demographic information, outcomes and complications. Results of the cda group included the following: seventeen patients had incomplete relief of pre-operative symptoms. These patients had persistent posterior neck pain, continued radiculopathy, continued myelopathy, or a combination of the aforementioned symptoms. Persistent posterior neck pain was observed post-operatively in 27 patients. This group experienced recurrent laryngeal nerve injury (2.9 percent), persistent dysphagia (5.8 percent) and nerve root injury (0.6 percent). The reoperation rate was 3.5 percent, including posterior decompression and fusion, adjacent segment degeneration requiring surgery, and conversion of cda to acdf. This is report 1 of 1 for (B)(4). This report is for an unknown prodisc-c system.